Event description:
It was reported that a pt underwent a posterior pelvic floor repair procedure 2008. Post-operatively, the pt developed an infection with an offensive discharge. The pt was treated with clindamycin and prophylactic fluconazole. The event was reported as resolved.

Manufacturer narrative:
Date sent to the FDA: 08/21/2008. Conclusion: no conclusion can be drawn at this time. Should add'l info be obtained, a supplemental 3500a form will be submitted accordingly.